Manufacturer narrative:
The product remains implanted; therefore, no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 1 month post implant of this aortic bioprosthetic valve, the patient underwent a valve-in-valve replacement procedure due to stenosis. No additional adverse patient effects were reported.